Event description:
Caller asking about this patient's high atrial impedance alert >3000 ohms? Explained to the caller that the atrial lead appears to be experiencing a fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).